Event description:
As reported by the edwards field clinical specialist, after successful deployment of an edwards sapien 3 ultra valve in the aortic position, a perclose failed. There was no indication if intervention was required. There was no allegation of any edwards device that caused the event. Ew reference number: case no. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).